Manufacturer narrative:
(B)(4): eval, results, conclusions: (root cause undetermined based on limited info provided).

Event description:
The physician was attempting to implant a 2.5 mm diameter x 8 mm length driver sprint rapid exchange (rx) coronary stent to treat a lesion in the cx. It was observed during the procedure that the stent of the device "broke" from the shaft. No clinical sequelae were reported.